Manufacturer narrative:
The engineering evaluation state: the viabahn® device was returned to gore for evaluation, and the endoprosthesis was observed to be partially expanded. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. No bowstringing was observed. The cause for the reported deployment difficulty could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event.

Event description:
The following was reported to gore: during treatment of a popliteal artery aneurysm, access was made from the right groin. As reported, there were no pre-existing devices. From the contralateral side, the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was advanced through a 8 x 45 destination sheath over an 0.018 ivus wire (0.035 guidewire was unavailable). The viabahn device reportedly tracked up and over the bifurcation to the intended treatment site with no issues. Deployment was started and the deployment line unraveled about 15-18 inches when the viabahn device started bowstringing. Resistance was felt and the deployment line became stuck and could not be released further. The constrained viabahn device was withdrawn from patient with no issues. A different device (unspecified manufacturer) was used to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b01: the specimen was returned; results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.